Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an incomplete bolus alert occurred. Reportedly, the customer did not acknowledge intentionally or unintentionally navigating to the bolus screen. There was no reported impact to blood glucose.